Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, there were several episodes of noise noted in the stored egms which were determined to be non-sustained oversensing. The lead electrical parameters were in normal range but impedance was noted to have increased. The lead remained implanted and will be monitored. No further intervention has been performed. The patient is in stable condition.